Event description:
Pt was found to have a blown ett cuff. Post reintubation, pt was found to have subcutaneous emphysema and tension pneumothorax. Pt coded and expired. Medline. Cuff submerged in water, leak noted.